Event description:
It was reported that the patient was admitted to the hospital for a subdural hematoma. The deep brain stimulation (dbs) system was intact and the implantable pulse generator (ipg) had 2/3 of a charge. The event cause is unknown and the patient is still in the hospital with an unknown discharge or long-term care plan.